Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to implant procedure, the pulse generator exhibited backup vvi operation. The device was not used. No patient was involved.

Manufacturer narrative:
No conclusion code available. Final analysis found a u2 combo chip anomaly which resulted in the backup vvi operation. The reason for the anomaly is unknown.